Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3075697 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and three other complaints have been taken on this batch for contamination and low fill volume. One other complaint has been taken on this batch for loose caps. Retention samples from batch 3075697 (100 tubes) were available for inspection. All 100/100 retention tubes were measured using a fill volume measuring tool. There was one tube that was low filled with a loose cap. For further investigation, ten uninoculated retention tubes from batch 3075697 were placed into incubation to test for contamination. Five tubes were placed into the 20-25-degrees celsius incubator and five tubes were placed into the 33-37-degree celsius incubator. At seven days incubation, there was no microbial growth, participate, or turbidity of the media was seen in 10/10 incubated retention tubes. No returns were received to assist with the investigation. This complaint can be confirmed for contamination and low fill volume based on the evidence provided by the photos received. Loose caps cannot be observed from a photo however, loose cap can be an indication of a tube that is low filled. This complaint can be confirmed for loose caps based on retention sample inspection. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination, loose caps, and fill volume issues.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml fungal contamination occurred. The following information was provided by the initial reporter: the customer has received in total 7 boxes of 7ml mgit tubes. In some boxes they found fungal contamination.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml fungal contamination occurred. The following information was provided by the initial reporter: the customer has received in total 7 boxes of 7ml mgit tubes. In some boxes they found fungal contamination.

Manufacturer narrative:
Initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.